Event description:
Disposable laryngoscope handle battery light (briteblade pro) was not turning on during a code blue. No indirect harm. Not required intervention to prevent permanent damage. No hospitalisation - initial operating room stay prolonged by 1 day or more. Not life- threatening. No death.

Manufacturer narrative:
Manufacturer is following up with the complainant to gather the information to confirm what is the serious injury or harm to patients. We are attempting to obtain the defective devices for investigation as well as further information regarding the event.

Manufacturer narrative:
The manufacturer attempted to obtain additional information from the reporter to further clarify the adverse event; however, no further details beyond the initial report were available. Based on investigation findings documented under CAPA 940, the issue is considered to be attributed to premature battery depletion, where the combined battery voltage falls below the level required to power the laryngoscope, resulting in insufficient light output. The affected device has been requested to be returned to the manufacturer and will be retained for potential future reference. As part of CAPA 940, the manufacturing site has worked with battery suppliers to implement process improvements aimed at reducing battery self-discharge. These improvements include enhanced isolation between positive and negative materials (e.g., septum paper). A summary of this investigation and associated corrective actions is documented within CAPA 940.

Event description:
Disposable laryngoscope handle battery light (briteblade pro) was not turning on during a code blue. No indirect harm. Not required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. Not life- threatening. No death.

Event description:
Disposable laryngoscope handle battery light (briteblade pro) was not turning on during a code blue. No indirect harm. Not required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. Not life- threatening. No death.

Manufacturer narrative:
Manufacturer is following up with the complainent to gather the information to confirm what is the serious injury or harm to patients.we are attempting to obtain the defective devices for investigation as well as further information regarding the event.